Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 244 mcg/day) via an implanted pump. The patient¿s medical history included cp (cerebral palsy). The indication for pump use was intractable spasticity. It was reported that the patient had a pump and catheter replacement procedure on (B)(6) 2018 after which he stayed overnight in the hospital and suffered severe baclofen withdrawal. He was admitted to the ICU (intensive care unit) and intubated. A radiology dye study was done on (B)(6) 2018 and showed the new catheter to be epidural. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken back to surgery on (B)(6) 2018 at which time a laminectomy was performed and the epidural catheter was used and placed intrathecal. As of (B)(6) 2018 the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.